Event description:
Boston scientific received information that a presenting electrogram (egm) showed potential loss of capture (loc) on this left ventricular (lv) lead. The lead was observed to have dislodged into the coronary sinus. No changes were made and no interventions were planned. This lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received that the lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the product is in possession of the hospital and the hospital will return the product. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.